Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their ins charge level depletes faster and it wont last for a day. Pt said the issue started maybe a year ago. Pt mentioned received a call from their manufacturer representative (rep) a week ago and told them that the battery/stimulator is past due and needs to be replaced. Pt said they didn't made any changes on the on the stimulation settings and all they do is charge the ins then it 'died'. Pt also mentioned they tried 3 different controller's. Pt said they cant remember if the eri message appeared on their controller because they had to turn it off during the surgery. Agent reviewed ins longevity information. Agent redirected pt to their healthcare provider (hcp) to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.